Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(6) affiliate, approximately 5 years post implantation of a 26mm sapien valve, degeneration of the valve with aortic insufficiency was noted. The patient received a non-edwards valve.

Manufacturer narrative:
Cine images were submitted for review. The following observations and impression were made by an edwards physician proctor. Angiogram: sapien valve observed in good position in first image. Evolut implanted within sapien valve. Evolut recaptured within sapien valve. Redeployment performed. Possible too aortic placement. Observations: good evolut implant noted, possible too aortic position noted. In this case, unable to determine assess and confirm sapien valve failure based on angiography provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. (B)(4).